Event description:
Allegedly the power wheelchair unexpectedly accelerated during use causing the end user to lunge forward approximately five feet into an empty in-ground swimming pool. It was reported that the end user was severely injured as a result and was hospitalized for approximately one month for treatment of the unknown injuries. End user has reportedly been immobile since the incident. The end user¿s son attempted to stop the power wheelchair but was unsuccessful and was also allegedly injured as a result; the extent of his injuries is unknown.